Event description:
Initial ammonia result of 9.4 ug/dl. Same sample repeated give result of 63 ug/dl. The initial result was reported. Pt not adversely affected. The field svc rep was unable to determine cause.